Event description:
The customer reported an inability to acquire v1 during a 12 lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.